Event description:
It was reported that during surgery, two hrs, 2 polyethylene inserts (polys) were unable to connect to the hrs centered tray. Both inserts were impacted but did not seat, resulting in their disposal. The centered tray was then removed from use, and a new centered tray was opened; however, both original polys again failed to seat. After a significant delay, a third poly, a non¿vitamin e standard perform +0, was opened and successfully implanted with an eccentric tray. Attempts to seat the original polys were made both in vivo and on the back table. The eccentric tray used for implantation had also failed to seat the original two polys.

Manufacturer narrative:
Upon further investigation, this event was determined to be a duplicate of pi 4053604. The reported issue involved one nonfunctional (¿burned¿) tray, which was returned and evaluated under the original complaint. The second tray referenced in the event description functioned as intended, successfully assembled with the third polyethylene component, and was used in the procedure. No malfunction occurred with this tray, and it was not returned. As the duplicate entry does not represent a separate reportable event, this MDR is being cancelled.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during surgery, two hrs -2 polyethylene inserts (polys) were unable to connect to the hrs centered tray. Both inserts were impacted but did not seat, resulting in their disposal. The centered tray was then removed from use, and a new centered tray was opened; however, both original polys again failed to seat. After a significant delay, a third poly¿a non¿vitamin e standard perform +0¿was opened and successfully implanted with an eccentric tray. Attempts to seat the original polys were made both in vivo and on the back table. The eccentric tray used for implantation had also failed to seat the original two polys.